Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Same day, patient suffered postoperative myocardial infarction and was treated with medication. Investigator assessed event is possibly related to the study device but not related to the antiplatelet medication.

Manufacturer narrative:
Additional information: the mi occurred in the target vessel lad. Correction: the patient recovered. The sponsor assessed the event as possibly related to the study device but not related to the anti platelet medication. If information is provided in the future, a supplemental report will be issued.